Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had cosmetic damage and customer was unable to read the screen as well as insulin pump was not working as design. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the screen had a part missing. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis